Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as-received with reduced dwell) simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. Valve actuation test ¿ passed. System air leak test ¿ passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient feeling bloated after fill 1. The patient contact stated the supply bag was about 80% gone on fill 1, with the heater bag still full. The contact was worried the cycler overfilled the patient. The cycler did not prompt any cycler alarms. A review of the patient¿s treatment records identified that the patient drained 4308 ml during drain 1 of 4 of treatment. This drain volume is 215% the patient's prescribed fill volume of 2005 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up, the patient contact stated the patient did not experience any other symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the patient completed treatment using manuals on the night of the reported event and in the absence of the cycler. The patient has received a new cycler which is working well and is continuing with pd therapy without issue.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of the patient feeling bloated after fill 1. The patient contact stated the supply bag was about 80% gone on fill 1, with the heater bag still full. The contact was worried the cycler overfilled the patient. The cycler did not prompt any cycler alarms. A review of the patient¿s treatment records identified that the patient drained 4308 ml during drain 1 of 4 of treatment. This drain volume is 215% the patient's prescribed fill volume of 2005 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow-up, the patient contact stated the patient did not experience any other symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact stated the patient completed treatment using manuals on the night of the reported event and in the absence of the cycler. The patient has received a new cycler which is working well and is continuing with pd therapy without issue.